Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) level was over 500 mg/dl, with large ketones. Ketone levels considered life threatening by their health care provider. Elevated blood glucose levels were addressed by manual insulin injection. Ultimately the customer reverted to an alternate form of insulin therapy.